Event description:
The reporter stated that the surgeon was inserting a 17.0 diopter three piece collamer lens with a msi-pm injector, and the trailing haptic tore. The lens was removed and replaced with another model lens with no pt injury. The reporter stated that it was due to the injector and cartridge.